Manufacturer narrative:
Correction: patient age corrected. Additional information: it was discovered the bulkhead connector on the navigation was damaged which caused the reported issue. No device evaluation is required as the reported issue was not caused by the imaging system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the procedure was completed by using different medtronic imaging and navigation systems.

Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that they took an imaging system spin and it had a nav tag, but it did not transfer. The navigation system just displayed that it was receiving, but nothing happened. The system had 90% free space on the hard drive and so they rebooted out of spin software and booted back in. Then tried to re-push the exam, but had no resolve. They tried to put the exam on a usb and load it in a CT procedure and then go back into an imaging system procedure and it did not work. At this point, the site was going to bring in an additional imaging system and navigation system and hung up the call. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.